Event description:
Poor telemetry of the receiver-generator system. Severe allergic reaction of the skin to the antenna and irritation of the receiver site. All of these resulted in a failure of the spinal cord stimulator. The pt underwent add'l surgery which revealed shredded leads and corrosion of the system.